Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. Waiting for additional information. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the patient is having unexplained pain.